Manufacturer narrative:
This report is submitted on april 11, 2023.

Manufacturer narrative:
This report is submitted on (B)(6) 2023.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral antibiotics and oral steroids (date note reported), however, the issue did not resolve and the patient was hospitalized (date and duration not reported). The device was explanted on (B)(6) 2023 and reimplantation is planned but has not taken place at the time of this report.